Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6287958, expiration date: 2017-09-30, manufacture date: 2016-10-13. Medical device lot #: 6288688, expiration date: 2017-09-30, manufacture date: 2016-10-14. Medical device lot #: 6347938, expiration date: 2017-11-30, manufacture date: 2016-12-12. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had residue in the tubing. No report of injury or medical intervention. No report of blood exposure to mucous membrane.